Manufacturer narrative:
(B)(4). The homechoice (hc) was returned and a device analysis has been completed. An event history log review identified several system error (se) 1026 (positive t tank low) alarms. No abnormalities were identified during internal/external inspections. During functional testing the 552 monitor microprocessor detected that the pressure in the tank which seals the doors was below specification limits. The cause of the issue was determined to be a malfunctioning membrane gasket and manifold valves. The membrane gasket and manifold valves were scrapped. The device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that unspecified system errors occurred during use on the home choice (hc). The technical service representative (tsr) arranged the return of the device. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received but the evaluation has yet to be completed. Should additional relevant information become available, a follow-up report will be submitted.